Event description:
It was reported that in the middle of the resection during a laparoscopic nephrectomy it was noticed the proximal end of the tissue pad melted and fell into the pt. The doctor retrieved the tissue pad with forceps through the trocar, attained a second device and completed the case with no pt consequence. One device to be returned for analysis.